Event description:
It was reported a 25mm amplatzer cribriform septal occluder was chosen for implant for a patent foramen ovale (pfo) closure procedure on (B)(6) 2022. During the procedure the user sized the device using transesophageal echocardiogram and radiographic images. The user reported not being able to achieve the conformation of both discs, reporting there was a large distance between them and a residual shunt. The device was removed and placed in warm saline which improved the conformity of the device and another attempt to occlude the defect was made. However, the discs returned to the same conformation. The device was removed and replaced with a new 25mm amplatzer cribriform septal occluder. No clinically significant delay was confirmed. The patient remained stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment, to examine the device for any anomalies, could not be performed as the device was not returned for analysis, however imaging from the field appeared to show an occluder deployed in a bulbous conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects"h6 medical device problem code: 2017 code added.

Event description:
It was reported a 25mm amplatzer cribriform septal occluder was chosen for implant for a patent foramen ovale (pfo) closure procedure on (B)(6) 2022. During the procedure the user sized the device using transesophageal echocardiogram and radiographic images. The user reported not being able to achieve the conformation of both discs, reporting there was a large distance between them and a residual shunt. The device was removed and placed in warm saline which improved the conformity of the device and another attempt to occlude the defect was made. However, the discs returned to the same conformation. The device was removed and replaced with a new 25mm amplatzer cribriform septal occluder. No clinically significant delay was confirmed. The patient remained stable throughout the procedure.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Imaging from the field appeared to show an occluder deployed in a bulbous conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the device was resheathed once before it deployed deformed and that the device passed initial inspection. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, artmt600034247 revision b "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects".